Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and evaluation with correction to the initial with information inadvertently left out. Additionally, to provide an update to field h3. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was/was not confirmed. The complete evaluation results are as followed: hydrogen - electrode coating peeling off and probe tip had the peek coating peeling off. The tissue pad had partial separation, partial split, and meatal part was visible. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon "falling off tissue pads" and "recovery of fallen tissue pads" occurred due to the device malfunction. It is possible the tissue pad detachment occurred due to the following mechanism: 1.the tissue pad was worn, partly peeled off, and torn due to ultrasonic output in a state where the grasping part was closed without grasping the tissue (including after the tissue was cut). 2.a load was applied to the torn tissue pad, and some of it fell off. Additionally, the probe coating was peeled off if the device was handled as follows: activate the device in seal and cut mode for a long duration while no tissue is grasped by the grasping section and the distal end of the probe. Activation in seal & cut mode continued after completion of a tissue cutting is also included in such activation. However, the root cause of the phenomenon's could not be determined. The event can be prevented by following the instructions for use which state: ·do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ·when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Olympus will continue to monitor field performance for this device.

Event description:
The customer confirms the user does understood the functionalities of the itm and the procedure was a hysterectomy by laparotomy.

Manufacturer narrative:
This device has been returned for evaluation but has not yet begun. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during a hysterectomy procedure using this ultrasonic surgical device, a part of the teflon disengaged from the forceps and was recovered. Additional information received that the teflon has separated from the bit but remains on the bite. Error message was observed. The device was immediately replaced, and procedure was extended. The customer provided the settings for the ultrasonic generator used with the device. The software version was ver. 2.00. Intelligent tissue monitoring (itm) settings was turned on, is usually kept on, and was not changed. The device was used for ten minutes. Additional information requested for further clarification of event details. There were no reports of patient or user harm associated with this event.